Event description:
It was reported that there was a leak during the use of a homechoice cassette set. This was further described that "there was a leak somewhere because solution is below the machine" and ¿door was a little wet¿. This occurred during set-up (after prime) for automated peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the home patient (hp) to remove the cassette, wipe out the machine and advised the hp to start over with all new supplies. Rts advised the hp to notify their pd nurse of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.